Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the haptic broke. During the lens exchange the capsular bag tore and a lens was placed in the sulcus. Additional information was requested

Manufacturer narrative:
A lens and a handpiece were returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for the lens lot number. A complaint history review for the handpiece indicates four additional complaints were associated with this lot number. Two of the handpieces form the same lot number have four other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).